Manufacturer narrative:
It was reported that, following an unrelated surgery where the ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that, following an unrelated surgery where the ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.